Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 01/26/2016 - the patient's medical records were received. According to the medical records, the patient was experiencing pain prior to being revised. Upon revision metallosis was found in the hip joint. The ceramic head was articulating with the shell and the polyethylene appeared to be rotated medially. The anti-rotation tabs were missing on the polyethylene. At this time the patient's femoral head is being added to the complaint. The complaint was updated on: 02/18/2016.

Manufacturer narrative:
Examination of the returned patient x-rays, liner, and femoral head confirms the reported liner disassociation. The femoral head has metal transfer the indicates it came into direct contact with the acetabular cup. It should be noted, the acetabular cup was not returned and mating damage cannot be confirmed. Four of the six anti-rotation devices have been fractured off of the liner. The liner is slightly oblong in shape, possibly indicating stem impingment. It is unknown if the damage occured prior to or post liner disassociation. Expected damage to the positive locking barb feature of the liner does not appear to be present. A search of the complaints databases identified no other reports against the cup and liner product and lot code combinations. Medical records were reviewed. The investigation can draw no further conclusions with the information made available. Baed on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via trending (B)(4) depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.